Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected, seroma - late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the neoplastic cells are immunoreceptive for cd30;" fluid; capsular contracture, baker grade iii.

Event description:
Patient reported "right implant capsular contracture, baker grade iii and fluid which tested positive for malignant cells, consistent with breast implant-associated anaplastic large t-cell lymphoma." Pathology has been received and while the marker of cd30(+) has been reported, the marker of alk(-) has not. Healthcare professional reported co-morbidities of ulceratice colitis and eczema. The patient has no history of malignancies and had no b-symptoms. Alcl was confirmed as t2n0m0, stage 1b; capsular involvement was reported. Pet noted to be performed to monitor "post-surgical changes only." The device has been explanted